Event description:
During an in-clinic follow-up, episodes of high pacing impedance was observed on the left ventricular (lv) lead. Technical support was contacted and the lv lead was reprogrammed to resolve the event. The patient was stable.